Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. The test showed the lead measurements was within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
Boston scientific received information that during a normal follow-up this right ventricular (rv) lead presented high pacing threshold measurements. An x-ray revealed the lead was dislodged leading to the elevated thresholds. As result, the patient underwent a revision wherein the lead was extracted and a new rv lead was implanted. No additional adverse patient effects were reported.